Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead impedance in the bipolar configuration was greater than 9999 ohms with no capture. It was noted that in the unipolar configuration the thresholds were okay and impedance was in the 400s. Follow up information from the clinic indicated that pacing mode for the lead was reprogrammed and the lead is being closely monitored. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead exhibited high thresholds. A fracture was suspected. The lead was capped and replaced.